Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent an open reduction internal fixation surgery for trochanteric fragility fracture. During the surgery, when the surgeon attached the white syringe to a stop-cock and tried to remove the air from a mixing system, so that the cement would come out smoothly. The cement did not come out and the white syringe was not filled with cement. The surgeon removed a transferring lid and checked the cement condition, and it was pasty. The surgeon tried injecting again, but the syringe did not fill. An attempt to fill the syringe directly was made and was unsuccessful. The surgeon tried using another syringe owned by the hospital, but the cement would not fill into the syringe. The surgeon gave up filling the syringe with cement and the cement was not injected to the bone. The surgeon had followed surgical technique. The surgery was completed with a thirty (30) minute delay. This report involves one (1) traumacem(tm) v+ injectable bone cement - sterile. This is report 1 of 1 for (B)(4).